Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2021).

Event description:
It was reported that prior a biopsy, the device allegedly self-activated. There was no reported patient contact.

Event description:
It was reported that prior to a biopsy, the device allegedly self-activated. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation a drop test was performed and the device did not self activate. An xray was performed and showed that the cannula tangs were not fully engaging with the device housing. The top slide was locked into place a second time and then the top slide self activated. Upon disassembly it was noted that the left bumper was bent within the device housing. The right bumper fell out of the bottom of the device when the device was dissembled. Therefore, the investigation is confirmed for the alleged self activation issue. The bent left bumper and missing right bumper likely contributed to the insufficient cannula tang engagement and may have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.